Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with cefazolin (dose, route, and frequency not reported) and ceftazidim (dose, route, and frequency not reported) for peritonitis. Five days after treatment started, cefazolin and ceftazidim were discontinued. That same day, the treatment changed to entinam (dose, route, and frequency not reported) and ciprofloxacin (dose, route, and frequency not reported) for peritonitis. Eight days later the patient was started on vancomycin (dose, route, and frequency not reported) for peritonitis. Twenty one days after event onset, entinam, ciprofloxacin, and vancomycin were discontinued. That same day, the patient¿s pd catheter was removed as the patient did not respond to the peritonitis treatment. The patient was transferred to hemodialysis. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.